Event description:
Subsequent information indicates that the hospital disposed of the device. The device will not be returned for analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator declared elective replacement indicator (eri) due to an extended charge time. The device is a part of the mid-life display of replacement indicators advisory. An attempt to obtain additional information has been made. No adverse patient effects were reported. Subsequent information indicates that the device was explanted for normal battery depletion. A request for the return of the device has been made.